Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, white particles inner the device and delamination of the valve. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.